Manufacturer narrative:
(B)(4). Fracture of the rv conductor and inner coil was noted at 10.8cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high lv and hv lead impedance.

Event description:
It was reported that high, out of range hv lead impedance was observed. Lead was explanted and replaced. Patient condition was good.